Event description:
Upon inserting stent, dr. Could not advance stent past proximal portion of lesion and decided to retract stent to replace it with a smaller size stent. When stent was pulled back into guide catheter the proximal portion of stent became caught on superior aspect of catheter tip. The stent began to fray and whole system was removed at same time and procedure was aborted.